Manufacturer narrative:
Insulin pump received with blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the test battery cap not making contact with the battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 121 mg/dl. The customer reported that the insulin pump was broken and cracked along the battery compartment. Troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.